Event description:
It was reported to boston scientific corporation that a jagwire guidewire was being used during an procedure on (B)(6), 2012. According to the complainant, during the cannulation of the common bile duct, the hydrophilic tip of the jagwire detached from the wire and into the duct. The site attempted to recover the tip, but was unsuccessful. The procedure was completed with another jagwire with no patient complications. The patient's condition has been described as stable. The physician has expressed concern regarding the unreprieved fragment, but no additional action has been planned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.